Event description:
Reported an infusion pump with depleted batteries. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention has been reported.

Manufacturer narrative:
The device was repaired on-site and will not returned to baxter for evaluation. Review of the complaint history reveals similar battery reports have been received for this product for the reported issue. There is a CAPA, mdq-CAPA-132, open to document and evaluate this issue.